Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but could not confirm the reported issue. The power switch was replaced.

Event description:
The hospital reported that during the procedure the lcd from the adu went blank and the bellows stopped cycling. There was no report of patient injury.